Event description:
In 2009, the reporter (pt's mother) contacted lifescan (lfs) on behalf of the lay user/pt alleging that her daughter's onetouch ultra2 was displaying the "error 5" message and reportedly received treatment from a school nurse as a result of the error message. This complaint is being classified based on customer service documentation because the medical surveillance specialist (mss) was unable to reach for additional info. The pt typically goes to the school nurse's office to check her blood glucose levels and to receive her insulin before her lunch. In 2009, the pt went to the school nurse's office before lunch but was unable to check her blood glucose levels due to the "error 5" message. It is unk if this was the first time that the error message appeared. Since the pt was unable to test that day, the school nurse advised the pt to eat her lunch first and then come back. No insulin was given at that time. At an unk time later the same day, the pt's father brought another meter to school. The pt's blood glucose levels were tested on the other meter; however, the result was not specified. The school nurse then administered the insulin (unspecified type/dose) based on the pt's lunch as well as the unspecified meter reading. It was noted that the pt developed symptoms of high blood sugar, due to the error message by the reporter was unable/unwilling to report if the symptoms started before or after the error message first began. It is unk what specific hyperglycemic symptoms the pt was experiencing. According to the troubleshooting performed with customer service, the error message was not resolved. Replacement products were sent the pt. Based on the provided info, this complaint is being reported due to the following conclusion: the pt allegedly developed hyperglycemic symptoms due to the "error 5" message issue and received medical intervention (insulin) from the school nurse. In addition, the error message was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.